Manufacturer narrative:
On (B)(6) 2022 the field service engineer (fse) adjusted the gear pump pressure. On (B)(6) 2022 the fse replaced various flow path parts related to the reagent probe and reagent pipetting. Following the service visit on (B)(6) 2022 the customer had no further phosphate issues. The investigation determined the issue was due to contamination in the flow path. The cause of the flow path contamination could not be determined.

Event description:
The initial reporter complained of ongoing issues with high qc results and high results for multiple patient samples tested for phosphate on a cobas 8000 c 702 module. The following is an example of discrepant results for 1 patient sample: the initial result was 2.49 mmol/l. The repeat result was 1.337 mmol/l. It was noted that "many" patient reports had to be amended and "hundreds" of samples needed to be located and repeated. The phosphate reagent lot number and expiration date were not provided.